Event description:
It was reported that insulin leaked from the cartridge after the user connected the infusion set connector to the cartridge outside the ilet, which resulted in a wet cartridge and suspected delivery issue. Symptoms included hyperglycemia reaching 400 mg/dl, polydipsia, and headache. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem in which the proper procedure of attaching the infusion set connector was not followed. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.